Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urgency frequency and fecal incontinence. It was reported that the patient had irritable bowel syndrome, nerve damage, pain and nausea. There were no further symptoms or complications reported or anticipated.